Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose; value not provided. Reportedly, customer suspected that the pump settings were incorrect. Additionally, it was reported that the pump touch screen was scratched. Customer declined a follow up from tandem technical support. No further patient or event information available.